Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address a vertically malpositioned cup, with clunking and subluxation. Doi (B)(6) 2006 - dor (B)(6) 2012 (left hip). Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. (B)(6) 2014 - x-rays received. X-rays may pertain to (B)(4). Update rec'd (B)(6) 2014- medical records received. Part/lot included. After review of the revision operative note it indicated metallosis so the liner and head are being reported. It also noted leg-length discrepancy so the stem and sleeve are being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Event description:
Litigation alleges friction and wear between the cobalt-chromium of the head and liner that caused large amounts of toxic metal ions and particles released into the blood, tissue and bone resulting to emotional distress, disfigurement, loss of mobility and loss of range of motion.